Manufacturer narrative:
H.6. Investigation: a 2000e china sample was not available for investigation of this feedback; however the customer indicates that leakage was identified during infusion. Further information provided by the customer confirmed that the leakage was likely to have been caused by improper use; however exact details were not provided. In this instance the customer could not confirm the correct lot of the affected sample and therefore it is not possible to perform a review of the production documentation for this particular product.

Event description:
It was reported that the ll vlv adpt(stand alone) leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "(B)(6) 2020 20:28, during inspection of the patient¿s condition, it was found that the patient¿s infusion site had fluid leakage and contained a small amount of bloody fluid. After inspection, it was found that there was extravasation at the needle-free closed infusion connector. Replaced with a new needle-free infusion connector. It was found in time and did not affect the patient."

Manufacturer narrative:
2000e (B)(4) 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product. K960280. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ll vlv adpt(stand alone) leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: " (B)(6) 2020 20:28, during inspection of the patients condition, it was found that the patient's infusion site had fluid leakage and contained a small amount of bloody fluid. After inspection, it was found that there was extravasation at the needle-free closed infusion connector. Replaced with a new needle-free infusion connector. It was found in time and did not affect the patient."